Event description:
Healthcare professional reported left-side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Continued: e.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left-side capsular contracture baker grade iii. Device was explanted.

Event description:
Healthcare professional reported left-side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on february 27, 2025, with lot number 2262634. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.